Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Unknown; captured as awareness date. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information received: opened up trays to make sure completion prior to opening hospital for surgeries and noticed the yellow layer under the insulation exposed. Additional information was requested, and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient? This unit was never used in a surgery. Not applicable.

Event description:
It was reported that during an unknown procedure the device is defective.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 0690s device was received with piece of the insulation detached not returned. Also observed the insulation has damaged areas at the proximal end were the insulation has been scraped. This damage is consistent with the devices coming in contact with other instrumentation. The complaint is confirmed. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.